Event description:
It was reported that one day after implant, the right ventricular lead had high out of range impedance. No capture was noted. A lead revision was performed revealing that it dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.